Event description:
The customer contacted stryker to report that their device would not switch to AED mode from manual mode as expected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however the was no adverse event due to this event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not switch to AED mode from manual mode as expected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however the was no adverse event due to this event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not switch to AED mode from manual mode as expected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however the was no adverse event due to this event.